Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve left bundle branch block (lbbb) occurred with a slightly deep implant depth. The implant procedure was completed and shortly after, on that same day, complete heart block (chb) occurred. A temporary pacing lead was inserted and the patient was to be monitored. The chb did not improve and five days after the valve implant, a permanent pacemaker (ppm) was implant. No additional adverse patient effects were reported.